Event description:
The customer reported that she went to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer experienced ketones, vomiting and nausea. The customer declined troubleshooting. The customer stated that the cause of the high blood glucose levels was that the infusion set cannula had come out of the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.